Event description:
A negative advia centaur (B)(6) result was obtained on a dialysis patient in (B)(6) 2010. The result was reported to the health care provider. The patient was tested again in (B)(6) 2010 and a positive (B)(6) result was obtained. The sample from (B)(6) was thawed and retested and a positive (B)(6) result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and analysis of the instrument, the cause of the discordant results was related to the calibration of the sample probe. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.